Event description:
The implantable neurostimulator system was revised (reason not reported). Impedances were checked intraoperatively and were fine. The pt experienced a loss of stimulation therapy. Impedances were greater than 2000 ohms on electrode #2. The pt had dystonia accompanied by pulling of his neck. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).